Event description:
It was reported the pt had his ipg and lead replaced on (B)(6) 2012. It was reported the pt found the charging process confusing and therefore did not charge. There was no reported complaint with the system. No further complications were reported.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.